Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance field service engineers did the brain accuracy checks. With the pointers there appeared very often the attached warning message, although the pedal was pressed properly. The pedal worked without problems later for the test of the laser and also during the applicative test.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. The analysis showed that each time the robot arm was sent onto trajectory, the vigilance device was detected as released at least one time although it was pressed properly. Finally, the foot pedal worked without problems for the rest of the preventive maintenance therefore, the issue can be due to a momentary breakdown or to a mis-connection of the foot pedal. Corrected data: date of this report, date received by manufacturer , if follow-up, what type, device evaluated by manufacturer, event problem and evaluation codes.

Event description:
During the preventive maintenance field service engineers did the brain accuracy checks. With the pointers there appeared very often the attached warning message, although the pedal was pressed properly. The pedal worked without problems later for the test of the laser and also during the applicative test.